Event description:
As the device associated with this complaint is not PMA approved this information is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a "rupture". Later healthcare professional reported "capsular contracture baker grade ii" and confirmed rupture event. This record is for the left side. The device was explanted.